Event description:
A malfunction alarm was reported on the pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the device. The issue did not recur after the reset, and the customer was able to continue using the pump.